Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was provided: what was the device used? Can you please describe each of the 4 firings anatomical location and if buttressing used on all 4? Any issues with the endocutter or buttressing material intraoperatively? Can details be provided on the drain placement? Where was the buttress used? Was it on the closure of the common channel or the creation on the anastomosis? Was a leak test done intraoperatively? The staple was formed properly on where the leak occurred. The device fired properly. The drain has been placed at the initial operation. There was no specific medical history of the patient. After the leakage occurred, gst60b was used and no slr was used. It was used in feea, and so far, no problem has been reported. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a laparoscopic colectomy, the leakage occurred within 5 days from the operation. The drain was placed. The patient is fully recovered and has been discharged from the hospital. The initial operation was performed on apr 25th. The device was used on the 4th firing of feea in the initial operation. The reinforcing material was used. No further information is available.